Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported that the cutting of the skin is irregular. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4)as documented in the repair reports in livelink. Product review of the meshgraft ii by flextronics on january 31, 2019 revealed that the calibration was out of specifications but the device produced a passing sample mesh. Repair of the meshgraft ii was performed by flextronics on january 31, 2019 which included recalibration. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by flextronics it was noted that the device was outside calibration specifications but produced a passing sample mesh. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the device was outside calibration specifications but produced a passing sample mesh. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the cutting of the skin is irregular. The event occurred during surgery. There was no harm or delay involved, and an alternate device was used for the procedure. No adverse events were reported as a result of this malfunction.